Manufacturer narrative:
The customer reported: "the philips one tb is suddenly overnight it got fire and cable got fire it have burning sensation." The device was returned to ohc for failure analysis arriving in used condition with one charge cord, one brush head and one travel case. Visual inspection of the handle shows deformation damage on and around the usb-c charge port. The visual features of the deformation damage are consistent with melting. Visual inspection of the charge cord shows deformation damage exclusively on the usb-c plug. The deformation damage is consistent with melting. The returned travel case and brush head show no issues or abnormalities. The cause of the customers complaint is melted usb-c charge port.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada. Manufacture date not provided or identifiable.

Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No injury or property damage was reported.